Event description:
A renegrade catheter was used for therapeutic purposes. During the procedure, a coil got stuck in the catheter as a result of a kink in the device. The procedure was completed withe another device.